Manufacturer narrative:
In response to FDA report number mw5075945. The event of "severe allergic reaction implant" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time.

Event description:
Patient reported left side "started having severe allergic reaction to implant approx. 6 months or less, allergies, and pain in left breast for over 15 years." Device has been explanted.